Manufacturer narrative:
The probp 3400 automatically measures systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculates mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre-eclamptic, patients. Baxter technical support requested the customer to returned the power cord for inspection. Customer declined services. The part number of the power cord was provided to the customer for the replacement of the faulty part in order to resolve the issue. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported that power cord was frayed with copper wires showing. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).